Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 3. On (B)(6) 2023, the implant was removed upon patient¿s request. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and pain. No further patient complications were reported.